Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of corners with no insulin delivery, and large air bubble in reservoir. The customer's blood glucose level at the time of incident was 288mg/dl. The customer states the pump was not rewound with reservoir in place. Troubleshoot was conducted. The customer was advised to change out the reservoir. The customer is being sent out replacement.